Manufacturer narrative:
Product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer called stating a brush head broke off in her mouth while brushing, and a second brush head was breaking off quickly. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating a brush head broke off in her mouth while brushing, and a second brush head was breaking off quickly. No injury was reported.